Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82276730 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported to medtronic minimed that the customer experienced frequent sensor connection losses with the pump and increased calibration requests from the continous glucose monitoring. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884, mmt-7040a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-7040a.